Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas pro c 503 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 9.09 mg/dl, which repeated as 320 mg/dl. The glucose reagent lot number was 471340. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, abnormal aspiration and mixer alarms occurred frequently, but no alarms were noted at the time the sample was initially pipetted. The investigation could not identify a product problem. The issue is consistent with an incorrect pre-analytic handling of the sample.